Event description:
A 2.5 mm diameter x 30 mm length endeavor rx coronary stent system was inserted into a patient for the treatment of a mid rca lesion. The vessel morphology is reported to be severe tortuosity with severe calcification and 80% stenosis. It was reported that the stent dislodged. No additional information has been received. The patient's status is moderate. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.